Manufacturer narrative:
Analysis found no battery out limit alarm on the insulin pump. The insulin pump had no button response due to corroded keypad traces. Analysis found no unexpected number ramping or scroll bar moving without input. Analysis used a test keypad, and the insulin pump responded properly to button presses and the time clock advanced. No frozen screen noted by analysis. The insulin pump had a severely scratched display window, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm, display anomaly, and keypad anomaly. The blood glucose at the time of the incident was 136 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.